Manufacturer narrative:
Please note: this event and its subsequent reports were submitted in error; this product is not released/approved for sale in the united states yet.

Event description:
It was reported that this leadless pacemaker was discovered to have been improperly implanted in the apex of the left ventricle and not the right ventricle, as intended. This location was confirmed via computer tomography (CT) scan. Surgical intervention was performed, and the leadless pacemaker was repositioned and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the leadless pacemaker was explanted and replaced, instead of being repositioned. No additional adverse patient effects were reported. Please note: this event and its subsequent reports were submitted in error; this product is not released/approved for sale in the united states yet.

Event description:
It was reported that this leadless pacemaker was discovered to have been improperly implanted in the apex of the left ventricle and not the right ventricle, as intended. This location was confirmed via computer tomography (CT) scan. Surgical intervention was performed and the leadless pacemaker was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this leadless pacemaker was discovered to have been improperly implanted in the apex of the left ventricle and not the right ventricle, as intended. This location was confirmed via computer tomography (CT) scan. Surgical intervention was performed, and the leadless pacemaker was repositioned and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the leadless pacemaker was explanted and replaced, instead of being repositioned. No additional adverse patient effects were reported.